Event description:
It was reported that during routine cautery that device interrogation revealed unspecified oversensing, inappropriate shock on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.